Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that during a revision on an oxinium genesis 2, it was noticed that a lot of black metallosis was present in the joint and it had affected the bone and soft tissue.